Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing endcap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were unresponsive to clear the button error alarm. Customer was also unable to resolve the issue with a battery change. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer reported possible moisture exposure from sweat to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.